Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression plate (lcp) was broken in a patient. This was discovered post-operatively this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 424.621-cx, 4.5mm ti narrow lcp® plate 12 holes/224mm, lot number 7893780). The manufacturing investigation included the inspection of the subject device dimensions, examination of the fracture surfaces by scanning electron microscopy (sem), and review of the manufacturing documents, technical drawings and the raw-material inspections sheets. The subject device was received broken at the sixth proximal combination hole in the area of the patient¿s bone fracture. The subject device was made pure titanium. The examination of the raw-material inspection sheet from the supplier and the manufacturing documents of the producer showed no deviation in relation to chemical composition, microstructure and mechanical properties. The dimensions of the subject device were checked using a digital sliding caliper and were found to be in compliance with the technical drawings. The macroscopic examination revealed the proximal end of the subject device plate was bent. This was done to adapt the plate to the shape of the proximal tibia. Considering that the plate was implanted two years in the patient¿s body, no abnormalities were found. In conclusion, based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided). Constant alternating bending loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate had to act as a single stabilizer over a long period of time. The implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (pseudo-arthrosis, missing fibula and upper leg situation) certainly have played a role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was received on april 27, 2015. (B)(6). Implant date was reported as (B)(6) 2013; however, an x-ray dated (B)(6) 2013 was reviewed by the synthes medical director who confirmed the plate was broken in this image. The implant date is, therefore, unknown. Explant date was reported as (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on april 27, 2015. It was reported that the locking compression plate (lcp) was discovered to be broken close to a screw hole. The patient complained of pain which was described as bearable. An x-ray was taken on (B)(6) 2013 confirmed the plate was broken. The plate was explanted on (B)(6) 2015.

Manufacturer narrative:
Event date: unknown when the plate broke. Implant date: unknown. Explant date: unknown if device has been explanted. Initial reporter: phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.